Manufacturer narrative:
Summary evaluation: the cause of the wear, etc. Can not be determined. As full pt details, i.e. Height, weight, activity level, etc. Have not been supplied, it can not be ascertained whether they would individually or combined, have had an influence on the amount of wear seen on the insert.

Event description:
The insert was revised due to wear.